Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer stated she received a adc meter reading of 18mmol/l in the evening and dosed with insulin based on the reading. It was reported that her husband woke up several hours later in the morning and found her shaking, out of breath and had cramps. It is also reported that she was "unconscious for awhile." Paramedics were called, and upon arrival, obtained a meter reading of 2.1mmol/l and gave her IV glucose and food. It is unknown what meter the reading of 2.1mmol/l was obtained. Customer was transported to a health care facility and diagnosed with hypoglycemia. There is no report of treatment rendered at the hospital. There was no report of death or permanent impairment associated with this case.